Event description:
The following has been reported: the user reports that seconds after programming the infusion on the pump and starting to infuse, the device emits a low flow alarm, preventing the infusion from continuing reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.